Event description:
It was reported that the patient presented to the hospital after receiving therapy. The device was found to be in back-up vvi mode. A software download successfully restored the device. There were adverse consequences to the patient.